Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during patient therapy. The patient was receiving an epoch chemo bag ( 500ml over 24 hours). The bag was hung at 14:30 with a rate of 20.8ml/hr as ordered, however the bag completed at 12:49 the next day. The pump was removed and sent to the biomed and the infusion was started on a different pump for day 2. Follow up with the customer indicated that there was no patient harm and biomed testing of the pump found it to be within manufacturers specifications. No additional information is available.